Event description:
It was reported that starting on (B)(6) 2023, at 1022. The device kept going into kvo mode (infusion completed, in kvo) during an infusion of heparin (25,000 units in 250ml). The customer is requesting the manufacturer to review the device logs to confirm user programming. Per bd insight consultants preliminary review of the infusion knowledge portal (ikp) data, it was found that there appears to be seven (7) instances of partial volume to be infused (vtbi) programmed by the user as compared to the container diluent volume of 250ml. Once the programmed partial volume was completed, it resulted in the infusion kvo state as programmed by the user. There was no alleged device malfunction. There was patient involvement but unknown impact. It was later reported that the customer believes this was user error. Although requested, further information was not provided. Note that per alaris user manual, an alert ("infusion complete-kvo" message and alarm) is given when current infusion is complete and vtbi has reached zero.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.